Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the handle from the hospital's damaged screw set is not working; the screwdriver shafts stick in the handle. This has happened multiple times in theatre. Sales consultant also tried to use it and it got stuck and needed pliers to remove the screwdriver shaft. This report is for a handle with mini quick coupling. This is report 1 of 2 for (B)(4).

Event description:
The procedure occurred on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. . Visual inspection: the handle mini-quick-coupl sst was received showing the locking sleeve stuck in the retracted position. No other visual issues were identified with the returned components of the device. Functional inspection as the mating screwdriver shaft(s) were not returned, functional testing was performed based on individual assessment of the handle with mini qc. Functional testing showed that the sleeve would not fully retract or release due to the stuck condition. The stuck sleeve impacts the functionality of the device and the inability to assemble/disassemble from mating instruments. The complaint is confirmed. Dimensional inspection: drawing: quick coupling insert feature: coupling cannulation diameter result: conforming dimensional inspection of the sleeve/internal qc mechanism was not conducted as the device could not be disassembled for inspection. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Handle w/mini quick coupling quick coupling insert during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of unable to disassemble is confirmed for the handle mini-quick-coupl sst as the sleeve would not fully retract or release due to the stuck condition of the sleeve. The stuck sleeve impacts the functionality of the device and the inability to assemble/disassemble from mating instruments. No definitive root cause could be determined. It is possible that the internal mechanism(s) is/are damaged from rough handling/consistent use/unintended forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.